Event description:
Reporter alleged that the patient was found unresponsive. Reporter also alleged the patient received a result of 103 mg/dl on the inform system compared back to back with a result of 23 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that it was observed the problem was related to an improper handling of the reagent strips. A request was made for the return of the affected product. There is not any product available to be returned, so no product will be returned for evaluation.

Manufacturer narrative:
The customer did not provide any further information including what is requested in these fields.